Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2022 in order to reposition the device.

Manufacturer narrative:
This report is submitted on july 28, 2022.